Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in the (B)(6).

Event description:
It was reported that the patient underwent an initial partial knee procedure. Subsequently, the patient was revised due to bearing dislocation. Only the bearing was exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.